Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used during an unknown procedure performed on (B)(6) 2024. The snare partially deployed. The procedure was cancelled. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used during an unknown procedure performed on (B)(6) 2024. The snare partially deployed. The procedure was cancelled. There were no patient complications reported as a result of this event. Additional information received on december 8, 2024: the procedure was completed using a different lot from the defective product.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on december 8, 2024. Additional information was received that the procedure was completed using a different lot of products from the defective product. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.